Event description:
It was reported that a patient underwent an exploratory laparotomy procedure in 2023 and suture was used. During the procedure, the needle tip breakage reported during case. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? Yes if yes, was the needle piece(s) retrieved during the same procedure? Yes what tissue structure the broken needle was located?bowel were x-rays taken to locate the needle piece(s)? No what measures were taken to retrieve the broken piece? Seen and removed was there any additional tissue damage as a result of searching for the needle piece? No device return status. Please document the shipment tracking number: waiting on packaging to send items back. Please provide the source or name of person providing answers to follow-up questions: received info from natalie montoya, or manager a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04791.